Event description:
It was reported that during a routine replacement of an enteral feeding low profile balloon the distilled water was removed from the balloon but upon removal of the device the balloon was observed to not be fully deflated. It was also noted that no "friction" was felt during the removal process. The replacement was completed with a second, same type device, and there were no complications reported for the pt. The pt's age, gender, and weight is not known.

Manufacturer narrative:
The device has not been received by the manufacturer at the time of this filing.